Event description:
It was reported that the customer's insulin pump alarmed and kept going through the rewind/prime loop. The blood glucose was 92mg/dl. It was stated that the customer experienced high blood glucose. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched display window.